Event description:
It was reported the patient was confusing the coupling bars with battery charge level. It was noted the patient had a coupling issue. It was reported the patient had eight coupling boxes, then zero, and then four. It was noted the patient was using the recharger belt. It was reported the patient could feel stimulation and was wondering if that meant the stimulator was charged. It was noted the patient had not been using stimulation as their back had been pretty good. It was reported the patient had six coupling bars at the end of the call. It was reported that the patient was unable to charger her implantable neurostimulator (ins). It was stated that the patient saw the green light on the desktop charger. It was stated that the patient had 8 coupling bars, but then only had 6. It was noted that the patient was not feeling the ¿tingling¿ that she would usually feel, which was said to have stopped on the day prior to this report. It was noted that the patient was seeing the ¿stimulation off¿ icon on the recharger screen. It was stated that after turning the stimulation back on, the patient began feeling the tingling again, but only had 2 coupling boxes shaded. It was stated that the patient then repositioned the recharger antenna and was able to get 8 coupling boxes again. It was noted that the patient¿s tingling sensation stopped again and the patient saw the ¿stimulation off¿ icon again. It was stated that the patient then turned the stimulation back on again and was able to feel stimulation again.

Manufacturer narrative:
Concomitant products: product ID 97754, serial # (B)(4), product type recharger; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).